Event description:
Subject ID: (B)(6). Study no: dpo_14022. Clinical adverse event received for mild swelling right knee. Device and procedure (relatedness). Device related: not related. Procedure related: possibly related. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).